Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was unavailable. Functional check was performed and the pump was visually inspected. The reported error 1260 to error 1261 was able to be duplicated. The pump was found to be displaying "1260" error code alarm message during the investigation. The microprocessor unit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1260 to error 1261 during testing. There was no patient involvement.